Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received medwatch report stating: per circulating registered nurse, "instrument was placed in robot but was not used for surgery due to visibly seeing frayed cables and then immediately instrument was removed and tagged." Will be returned to manufacturer. Isi did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction(s) as per medwatch report received: field a2. Patient age was updated to 63 years. Field b3. Was updated to 12/31/2025. Related report number 1 (h10) was updated to mw5182018.